Event description:
A trilogy evo, japan device was returned to the manufacturer for scheduled maintenance. There is no allegation of serious or permanent harm or injury. During the evaluation the device failed the active exhalation verification: s(-) p (+): pilot: difference test and the active exhalation verification: s(+) p(+): pilot: reading test. The proportional valve and 3-way solenoid valve were replaced to address these test failures. Additionally, dirt was observed in the device, so the flow sensor, blower assembly, cooling fan assembly (upper and lower), fan retainer (upper and lower), tubing system pca, tubing blower chassis, tubing_fio2, low flow o2_tubing, vanity cover assembly, internal battery door and filter cover were all replaced. The service technician also noted the air inlet foam filter, particle filter, and muffler assembly were replaced as regulated by maintenance procedure. The software version was upgraded from 1.06.10.00 to 1.06.15.00. After the evaluation and repairs were complete, the service technician performed final test, battery check, valve check run in test and cleaning, then confirmed the unit operated properly.

Manufacturer narrative:
The reported failure of active exhalation verification: s(-) p (+): pilot: difference test and active exhalation verification: s(+) p(+): pilot: reading test are accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.